Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00079 and 3012307300-2017-00080. Two used portex® bivona® uncuffed neonatal and pediatric tracheostomy tubes were returned for investigation. The devices were received without the original packaging and inside a plastic bag. Visual inspection was performed at a distance of 12" and under normal conditions of illumination. Examination found that the samples were marked with 061-1 and 061-2 in black and that both device neck flange eyelets were split. The manufacturing facility was able to induce similar physical damage by creating a small cut at the eyelet area, threading the tube ties through the eyelet holes and pulling on the tracheostomy tube ties. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no molding issues (short shots, splits, voids or bubbling) with the products being assembled. The investigation confirmed the product had sustained damage at the eyelet area. The investigation was unable to definitely identify the root cause of the issue but isolated two potential root causes. The manufacturer determined the issue either occurred due to the product coming into contact with a sharp edge during use or the flange had a molding issue or cut that was present during production but not detected during the assembly process. However, the manufacturing facility's review of the manufacturing process did not identify any issues.

Manufacturer narrative:
(B)(4).

Event description:
Further information was obtained and the reported failure was observed by medical personnel during a routine tracheostomy tube change. The patient is unable to breathe without the tracheostomy tube and is ventilator dependent. The reported event occurred on the initial use of the device. The patient's mother makes the trachesotomy tube ties (material is unknown) and the patient's ties get changed once daily.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that a pediatric tracheostomy tube was broken at the flange eyelet. The customer had performed a tracheostomy tube check prior to use. There were no adverse health outcomes.